Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and they took it out of sync mode, the device unexpectedly delivered a shock to the patient. An unintended or unnecessary shock delivery can result in the patient being put into a life-threatening rhythm. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no patient information is available.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and they took it out of sync mode, the device unexpectedly delivered a shock to the patient. An unintended or unnecessary shock delivery can result in the patient being put into a life-threatening rhythm. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no patient information is available.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.